Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in france that during an unknown procedure on 1/20/2021, it was observed that the fms duo®+pump/shaver unit device did not work. According to the report, the water limit system did work that it would fill with water but it was not recognizing that it was full. Another like device was used to complete the procedure with a 5 to 10 minutes delay. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary = the complaint device was received at the service center and evaluated. It was reported that pump was not working. The water limit system does not work, it was not recognized so it fills with water without taking into account the limit indicated by the product. Employee jnj suspects the pressure sensor was broken. Per service reports, this complaint can be confirmed. It was found during evaluation that the tips and rubber feet were worn out. The chamber holder and guideline were twisted. Left and right lexan covers were cracked. Left tension arm was blocked. The safety cover and maintenance kit were replaced, and left arm axis was greased to resolve the issues. After repair, the device was found to be working according to the specifications. The damaged safety covers, maintenance kit and blocked left tension arm would have caused the customer to experience the reported problem. The improper maintenance was identified as the root cause for the identified failure during the service evaluation. A manufacturing record evaluation was performed for the finished device d20a10519 number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.